Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the check vent alarms at turn on, and displays error codes "1134" blower stalled message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per the service manual, it is advised to replace the motor controller printed circuit board assembly (mc pcba). The rse provided parts ID to the customer.